Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 400 mg/dl. Customer advised that they treated their high blood glucose levels with the insulin pump. Troubleshooting for no delivery was performed. Customer advised they received the no delivery alarm during manual prime. Customer changed out their entire set and reservoir and they were able to resolve the issue. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.